Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidi sf, castonguay ac, jumaa ma, et al. Intraarterial thrombolysis as rescue therapy for large vessel occlusions. Stroke. 2019;50( 4):1003-1006. Doi:10.1161/strokeaha.118.024442. Medtronic received a literature article pertaining to a study aimed to assess acute ischemic stroke patients treated with a solitaire device. A total of 37 and 44 patients were in the intraarterial rtpa rt and the no intraarterial rtpa rt groups, respectively. The average age of the patients was 73 years old, majority male.  Mortality at 90 days was 15 and 17 respectively for the groups.